Event description:
Device malfunction: none. Symptoms/ae: seizure, asystole. Time of symptoms/ae:during the procedure. It was reported that during a stenting procedure of the right internal carotid artery, the patient experienced a brief seizure episode and asystole during post balloon inflation. CPR was initiated and IV atropine was given to the patient. The condition resolved on the same day. The patient was awake and alert, and discharged to home without the need for additional hospitalization. No additional information is available.

Manufacturer narrative:
Study event. The rx acculink, referenced is being reported under manufacturer report number 3004742046-2007-00044.